Event description:
Physician reported left side rupture. Ultrasound and mammography was performed confirming "rupture", "calcific deposit", "partly anechoic fluid collection in the implant periphery¿, ¿implant contours observed in the retropectoral location on the left are corrugated¿. The device has been explanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation is: "rupture", "calcific deposit", and "partly anechoic fluid collection in the implant periphery¿.

Event description:
Physician reported left side rupture. Ultrasound and mammography was performed confirming "rupture", "calcific deposit", "partly anechoic fluid collection in the implant periphery¿, ¿implant contours observed in the retropectoral location on the left are corrugated¿. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ calcification: unable to observe as it is a medical event that is not related to the device. ¿ wrinkling: observed but cannot perform an assessment of the wrinkling as no visual analysis can be performed with physical unit. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as a surgical impact opening. (Shell thickness within specification) calcification: unable observed calcification on the device. Wrinkling: unable observed wrinkling on the device. Seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: non penetrating nick observed on the device. Red particles observed on the surface of the shell.

Event description:
Physician reported left side rupture. Ultrasound and mammography was performed confirming "rupture", "calcific deposit", "partly anechoic fluid collection in the implant periphery¿, ¿implant contours observed in the retropectoral location on the left are corrugated¿. The device has been explanted.